Manufacturer narrative:
(B)(4). Batch # p58e84. Device evaluation: the analysis results showed that one gst60w reload was received unfired, with the pan detached from the cartridge. No conclusion could be reached on what may have caused the cartridge pan to dislodge. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Photo evaluation: two photos were provided; the first picture shows the proximal part of a blue reload from the bottom view. The sled can be seen partially advance. The second picture shows the proximal part of a white reload from the bottom view. The sled can be seen partially advance. The condition on the reloads would not allow the device to fire. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to device analysis for full analysis details.

Event description:
It was reported that the device could not fire and metal piece detached. During the single hole thoracoscopic lung surgery, could not fire with ecr60b when severing the segment of lung. Changed another ecr60b, could perform good firing. Opened packing, found the pan of cartridge detached as the photo shows. Another device was used to complete the surgery. There were no adverse consequences to the patient.